Manufacturer narrative:
Eval results: a cartridge lot number search was performed and no similar complaint was found. An injector lot number search was perfored and no similar complaint was found.

Event description:
It was reported that the surgeon inserted a competitor's lens and the lens twisted in the cartirdge. The lens was removed and exchanged without incident. Additional info has been requested from the facility, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.